Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during the attempt to place the distal locking screw of the gamma 3 nail, two drill bits broke because drilling occurred onto the nail. The targeting arm and sleeve became bent. The medical treatment could be completed because replacement instruments were available."